Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defective sample was not received for further inspection and analysis, and the usage of the sample is unclear, the root cause of the complaint defect cannot be determined. The plant will continue to monitor such defects.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The patient underwent a pet/CT contrast-enhanced scan at our hospital on (B)(6) 2025, at 10:00 am. During administration of the iodine contrast agent via a high-pressure syringe (injection rate: 2.4 ml/s), leakage occurred from the hub of the indwelling needle. The medical staff immediately halted the injection, wiped away the spilled contrast agent, replaced the indwelling needle, re-established venous access for administration, and instructed the patient to monitor for adverse reactions. This incident caused secondary puncture injury to the patient. Additionally, the administration of the iodine contrast agent may have increased the risk of drug permeation into the skin tissue, potentially triggering adverse physical reactions.